Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient ranged between 210 to 220 mg/dl. The issue occurred with three similar types of infusion set used for one and half days. No further information available.